Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: secondary medication back flowed up to the primary bags chamber instead of administering to the patient.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the secondary medication back flowed up to the primary bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: secondary medication back flowed up to the primary bags chamber instead of administering to the patient.